Event description:
Pt expired. No info available. Interrogation of the device shows a battery voltage of 2.55 v.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.